Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of plug strap, yellow particles, crease flat and opening posterior. Leak test and microscopic analysis was performed which identified: sharp opening and delamination (>75% total separation). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.